Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. The trend showed non-physiological impedance jumps on both right atrial (ra) and right ventricular (rv) leads. Dislodgement of the rv lead was suspected, but x-ray imaging confirmed the lead has not moved. Boston scientific technical services (ts) advise to perform troubleshooting to discard any potential lead integrity concerns. The physician scheduled a procedure to replace the device and leads for a subcutaneous implantable cardioverter defibrillator system. At this time, there is no evidence to suggest that this intervention has been performed. The ICD device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. The trend showed non-physiological impedance jumps on both right atrial (ra) and right ventricular (rv) leads. Dislodgement of the rv lead was suspected, but x-ray imaging confirmed the lead has not moved. Boston scientific technical services (ts) advise to perform troubleshooting to discard any potential lead integrity concerns. The physician scheduled a procedure to replace the device and leads for a subcutaneous implantable cardioverter defibrillator system. At this time, there is no evidence to suggest that this intervention has been performed. The ICD device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.